Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the drive support cap on the customer's insulin pump was loose and sticking out. The customer's blood glucose level was stated to be within a normal range. No further details were given.